Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, reportedly the psi peek implant did not fit well. The surgeon had to drill/burr anterior part of the psi peek implant off. The procedure continued and the implant was used. It was reported the surgeon was using the burr for approximately 10 minutes. No further information was provided. This is 1 of 1 report #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients ID was reported as: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.